Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the thread of the impactor head fractured. There are no foreign objects left in situs. The surgery was completed with a second device. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the threaded tip to be fractured from the shaft. There are impact damages on the shaft and strike plate. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to operational context. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.